Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/18/2017 with the following findings: a battery compartment crack was observed. A battery cap was not returned ¿ a test cap was able to secure properly to the pump. Moisture was observed within the battery compartment. The pump failed to power on. Leak testing confirmed a battery compartment leak. No moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment and battery cap were both cracked and there was moisture corrosion and intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.